Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on anterior side assessed as surgical damage and missing shell assessed as inconclusive. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety¿product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ creases are observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported 'rupture (diagnosed at explant) and capsular contracture baker grade IV.' Device was explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Continued: h6- health effect impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Healthcare professional reported 'rupture (diagnosed at explant) and capsular contracture baker grade IV.' Device was explanted and replaced. This record relates to the left side.